Manufacturer narrative:
(B)(4).

Event description:
Patient reports (via social media) my pump failed and the pump records did not show the failures; the alarms on the pump never sounded. The complaint came in via social media; no follow-up is possible at this time due to lack of contact information. A follow-up report will be sent if additional information becomes available.